Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the device had been saturated in water, the device had fluid ingression and its upper case, display frame, display grommet, four shoulder screws, main printed circuit board, six case screws and six main printed circuit board screws were all contaminated, the lower case battery wire insulation had numerous areas that were pinched and the display wire insulation was pinched as well but none of the wire insulation was compromised and the ventricular output connector was broken. All found defective parts were replaced and all other identified issues were resolved. (B)(4).

Event description:
The external pulse generator was returned as it had been found saturated in water and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.